Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a esophagectomy/colon interposition. On the first firing, the reload was connected to the handle and there was problem loading and unloading the device. They could open and close jaws with no problem. When the surgeon clamped the tissue, they noticed the jaws felt wobbly. The device was not able to fire. To correct the issue, a new reload was used and the firing was completed successfully. No patient injury or extension in surgical time. No reinforcement material was used. Patient status is no problem.